Event description:
Customer reported she was hospitalized for high blood glucose in the 300 mg/dl range. Symptoms were vomiting. Cause of hospitalization was diabetic ketoacidosis. She was hospitalized over night. She was treated and released. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.